Manufacturer narrative:
(B)(4). The actual device is not available for return; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was not able to be confirmed through analysis of the photo. No obvious cracking is visible; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone , and polyethylene glycol can weaken the structure of polyurethane materials." It also states "do not use polyethylene glycol containing ointments at insertion site." The customer report of a cracked needle hub could not confirmed by visual inspection of the customer supplied photo. The image shows an introducer needle, however, no cracks can be seen in the hub based on the photo quality. A full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure when the doctor attempted to aspirate it was noticed that there was only air coming through. Upon investigation of the needle by the doctor it was noticed that there was a crack on the hub. Another complete set was opened and the procedure completed successfully." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during the procedure when the doctor attempted to aspirate it was noticed that there was only air coming through. Upon investigation of the needle by the doctor it was noticed that there was a crack on the hub. Another complete set was opened and the procedure completed successfully." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".